Event description:
The account stated that an initial architect b-hcg result of <1.2 miu/ml was generated. The sample was repeated with results of 35.28 and 37 miu/ml. The patient returned the following day and had a new sample drawn. The results were <1.2 miu/ml. The elevated results were assumed to be false positive results.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following was performed as part of the complaint investigation; a labeling review. This concluded that there is sufficient guidelines and information surrounding the occurrence and probable causes of discrepant patient results. Complaint search: a search for complaints relating to architect total beta-hcg reagent lot 08909jn00. Data review concluded no adverse, atypical and/or non statistical trends were identified. Investigational testing: return material was not available however testing was executed using internal quality file samples. Results obtained confirmed the reagent lot was performing as expected and within label claims. In addition, a review of the performance of the architect total beta-hcg assay in (B)(4) demonstrates that the assay in question is performing acceptably. Furthermore, it can be confirmed there has been no instances of discrepant results obtained. In conclusion, no product deficiency was identified with no further action required.